Event description:
This pt was undergoing a ptca. During the procedure, a 2mm maverick balloon was situated at the area of stenosis and inflations of 6 and 8 atmospheres were performed. This left a 10% residual stenosis with good flow. At the second area of occlusion, a 1.5 voyager was situated and inflated at nominal pressures. This left a 50% residual stenosis. The previously used maverick 2mm balloon was then situated in the area of the residual stenosis. When attempting to inflate the balloon in this area, there was an apparent air embolism from the shaft of the balloon catheter and not from the balloon itself. This embolized air into the entire circumflex system and proximal lad system, leading to complete occlusion of both territories. The pt developed extreme chest pain and asystole. CPR was initiated, a wire was redirected to attempt to restore flow. After about a minute of CPR, rhythm was spontaneously restored. A new maverick 2mm balloon was situated and inflated. The pt has gone on to undergo a CABG and her condition is improving.